Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 2.50mm taxus¿ liberté¿ drug eluting stent was selected to treat the lesion. During preparation, when the device was introduce inside the catheter and through the hemostasis valve, the stent was hooked and the mesh structure was damaged. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. A 32 x 2.50mm taxus¿ liberté¿ drug eluting stent was selected to treat the lesion. During preparation, when the device was introduce inside the catheter and through the hemostasis valve, the stent was hooked and the mesh structure was damaged. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.